Event description:
Baxter reported, the spike came off the port of a single bag. There was no pt injury or medical intervention associated with this incident according to baxter. Problem was detected after priming.